Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h4, h6, h11. Corrected fields: b3, h4updated fields: h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: slice on cable. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is no problem detected.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device had an image problem, black ring. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.